Event description:
It was reported that on the day of the call the patient saw both the elective replacement indicator (eri) and the end of service (eos)/end of life (eol) messages on their patient programmer. They further noted that one week prior to the call the lost stimulation but were unable to find their patient programmer to check the implantable neurostimulator (ins) until the day of the call. The patient stated they were told the battery would last 3 years but it only last just over 2 years. It was unknown if the device reached eos due to normal battery depletion.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# v160164, implanted: (B)(6) 2009, product type lead. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).